Event description:
A 3 y/o with complex congenital cardiac disease underwent a fontan procedure on 7/15/96. Developed renal failure s/p surgery and required cvvh. On 7/29/96 at 7:45 pm pressure alarms continued to alarm, and at 8:40 pm, co's 800# for technical assistance was accessed. Staff advised to remove unit. Other unit is with co since april for repairs. At 3:53 am on 7/30, pt pronounced, had ventricular dysrhythmias refractory to treatment.